Event description:
A report was received that the patient was experiencing pain at the ipg site. The physician has decided the patient will have a pocket revision due to the uncomfortable location.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision and was reportedly doing well. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The physician has decided the patient will have a pocket revision due to the uncomfortable location.